Event description:
New information notes a fluoroscopy confirmed the lead was dislodged. Lead dislodgement resulted in high thresholds and undersensing.

Event description:
It was reported that the atrial lead dislodged. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.